Manufacturer narrative:
Concomitant medical products: product ID: 377860, lot# v009199, implanted: (B)(6) 2006, product type: lead, product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that there were impedances >10,000 ohms inter-op during a battery replacement for normal battery depletion. "The system was in good working order until they hooked up the lead to ins (implantable neurostimulator) and impedances were high." It was further reported that, when the lead was replaced, high impedances resolved. After the replacement surgery, the patient was doing well.